Manufacturer narrative:
Customer technical specialist (cts) advised customer to return the unit. Customer returned statspin ssvt - 1 centrifuge for repair. The beckman coulter service department evaluated ssvt - 1 centrifuge and replaced rt12 rotor to resolve the issue. Service department ran performance tests and all passed. Unit was returned to the customer. Beckman coulter internal identifier is (B)(6).

Event description:
The customer reported the rt12 rotor broke during centrifugation of the statspin ssvt-1 centrifuge. The customer confirmed that the safety shield was in use at the time of the event. The customer stated that pieces of the rotor and the shield did not escape from the ssvt- 1 centrifuge. There are no reports of harm or injury, no customer exposure, and no medical attention was received due to this event.